Event description:
It was reported that, during an in-clinic follow-up, there was no signal being sensed on the right atrial (ra) lead. Diagnostic imaging was performed, and the lead was in the same position as when it was implanted. The suspected cause of the event was patient factors and implant technique, as the physician had difficulty placing the lead at implant. Programming was performed to deactivate the ra lead to resolve the event. The patient was stable.